Event description:
It was reported that the patient had experienced urinary retention, primarily attempted to place silicone foley catheter, and had immediate blood returned and unable to advance the catheter. Medical doctor and urology notified, and orders received to place a coude. Stated that the coude catheter placed with small amount of blood and immediate clear yellow urine. On (B)(6) 2022, stated that the foley kit with temperature cable was faulty, black temperature cable was not reading accurately. Removed and new kit opened, the black temperature cable was replaced and now functional. On (B)(6) 2021, stated that there have been six foley catheters which required aggressive flushing and irrigation. After flushing, substantial amounts of urine output occurred. The attending and staff feel this could be related to a batch of defective foleys. On (B)(6) 2021, customer had trouble with foley catheters draining like they should. They had to flush the foleys, after flushing, they would get 1000 - 1500 ml urine out. The product also felt different texture wise like the foley tubing was not as rigid, now have multiple kinks in them and it did not automatically correct the kinks. This was the 11th foley that our team has had to flush in a 1-week period and then would get back a large volume of urine. Customer would like to avoid a bladder rupture at all costs. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to incorrect air pressure setting/incorrect air blow direction setting. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had experienced urinary retention, primarily attempted to place silicone foley catheter, and had immediate blood returned and unable to advance the catheter. Medical doctor and urology notified, and orders received to place a coude. Stated that the coude catheter placed with small amount of blood and immediate clear yellow urine. On 05-feb-2022, stated that the foley kit with temperature cable was faulty, black temperature cable was not reading accurately. Removed and new kit opened, the black temperature cable was replaced and now functional. On 07-aug-2021, stated that there have been six foley catheters which required aggressive flushing and irrigation. After flushing, substantial amounts of urine output occurred. The attending and staff feel this could be related to a batch of defective foleys. On 16-aug-2021, customer had trouble with foley catheters draining like they should. They had to flush the foleys, after flushing, they would get 1000 - 1500 ml urine out. The product also felt different texture wise like the foley tubing was not as rigid, now have multiple kinks in them and it did not automatically correct the kinks. This was the 11th foley that our team has had to flush in a 1-week period and then would get back a large volume of urine. Customer would like to avoid a bladder rupture at all costs.